Event description:
It was reported that, during set up for a cori assisted surgery, the long attachment would not lock onto the real intelligence robotic drill. The procedure was completed with manual instrumentation without delays. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The silver ring of the drill was misaligned. A functional evaluation was performed. The reported problem was confirmed, as the misalignment of the silver ring would not allow for the drill attachment to load onto the drill. The ring was aligned and subsequently, the drill attachment loaded with no issue. The most likely cause of this event is mishandling of the device. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk file will undergo further investigation by the site quality team. Per complaint details from the us, it was reported that during set up for a cori assisted surgery, the long attachment would not lock onto the real intelligence robotic drill. The procedure was completed with manual instrumentation without delays. The patient was not harmed. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.